Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g1, h6.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: was observed, one opening in anterior side assessed as surgical damage. Additional observations: creases are observed. Yellow particles were observed on the shell.

Event description:
Physician reported an MRI shows an intracapsular rupture without evidence of leakage. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Physician reported an MRI shows an intracapsular rupture without evidence of leakage. This record relates to the right side. The device remains implanted.